Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed. Additional information was requested and not received. The patient's condition was unknown.